Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while off insulin pump therapy evidenced by blood glucose measuring 28 mmol/l with nausea, dehydration and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly provided self-treatment and felt well afterward. The reporter alleged the patient¿s hyperglycemia was the result of being off the pump due to a blank display screen with moisture behind the display. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a blank display screen with moisture ingress.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: there was moisture observed behind the display lens. The pump powered on to a blank display screen. The pump failed a leak test due to a crack in the pump casing. When the pump was opened, moisture was found on the internal components of the pump.